Event description:
Peripherally inserted central catheter (PICC) placed without difficulty. Upon initiation of normal saline flush pt complained of "funny smell", severe upper back pain and flushing of neck and face. 25 mg IV benadryl given. All adverse reactions subsided within 5 mins of benadryl.